Event description:
On (B)(6) 2014, we have been informed by (B)(6), about a potential malfunction of a defibrillation electrode df32 lot # 31120-0772. The product was tested in (B)(6) for use with a philips defibrillator xl+. The customer reported "the equipment did not recognize the electrodes". It was also stated in the initial report that the customer used the following equipment: heartstart xl+ ngmb 059420 ref: 861290 sn (B)(4); heartstart xl+ 058945 ref: 861280 sn (B)(4) and cable adapteur ref: m3508a." No harm to a patient was reported. When the hospital received other skintact defibrillation electrodes (models df 32 and df27n) from the distributor, these performed fine. The hospital staff therefore repeated the test on the complained product, which also performed fine this time. In an email dated (B)(6), the hospital stated (mrs. (B)(6)) "it is possible that there were some handling problems when the first tests were conducted."

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during fei #(B)(4) and concerns our complaint # (B)(4). The customer returned a sample from the same lot. No deviations were detected when this sample was tested. The device was within specifications. Based on the information received we conclude that the electrode performed within specification.